Manufacturer narrative:
Follow-up # 1 date of submission 10/10/2014-device evaluation: the pump has been returned and evaluated by product analysis on 09/29/2014 with the following findings:during a visual inspection of the pump, the battery compartment was observed to be cracked. A battery cap was not returned with the pump; a test cap secured properly to the pump and was used to complete investigation. Evidence of moisture ingress was also found inside the battery compartment. A leak test was performed and failed due to a battery compartment leak. The pump case was removed and further evidence of moisture ingress was found on internal components.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a casing/condition (moisture ingress) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.